Manufacturer narrative:
(B)(4).covidien customer support engineer (cse) inspected the ventilator and the reported malfunction could not be duplicated. The cse upgraded the software to the current software revsion. The ventilator passed all calibrations, extended self-test (est) and short self-test (sst).

Event description:
Covidien received information stating that during patient use, the 980 ventilator became inoperative. The patient received a manual ventilation via ambu bag and was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.